Event description:
It was reported that the bd¿ blunt fill needle with filter had white foreign matter on the needle tip. The following information was provided by the initial reporter: "during the preparation before administration of luc, the white material was found on the tip of the sampling needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-07. H6: investigation summary: it was reported white material was found on the tip of the sampling needle. To aid in the investigation, two samples with no packaging blister and three photos were provided for evaluation by our quality team. A visual inspection performed. Both samples have the plastic shield. One sample had white epoxy on the needle and the other one does not. No other defects or imperfections were observed. The photos show the same needle assemblies. One with no epoxy on the needle and one assembly with epoxy on the needle. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. Verification of the cannulator was performed. Settings were correct and product flow was acceptable. As the lot number provided is 'unknown,' a device history record review could not be completed. A trend analysis for sku 305211 was performed for the period of 2020 to 2021 year to date for this customer. This is the first complaint with this symptom. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported white material was found on the tip of the sampling needle. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show the same needle assemblies. One with no epoxy on the needle and one assembly with epoxy on the needle. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. Verification of the cannulator was performed. Settings were correct and product flow was acceptable. As the lot number provided is 'unknown,' a device history record review could not be completed. A trend analysis for sku 305211 was performed for the period of 2020 to 2021 year to date for this customer. This is the first complaint with this symptom. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle with filter had white foreign matter on the needle tip. The following information was provided by the initial reporter: "during the preparation before administration of luc, the white material was found on the tip of the sampling needle."